Event description:
It was reported that during a da vinci-assisted surgical procedure, error 25742 occurred on arm 3. Prior to calling technical support, the customer restarted the system with an emergency power off (epo) with no resolve and converted to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was converted because the surgeon did not want to continue with 3 arms. There was no harm to the patient. The system was inspected prior to use and there were no issues noted during system setup. There were no issues with port placement and no outside influences impeding movement of the system. The procedure had been in progress for 2 hours before the issue occurred. There were no post-operative complications. There is no video recording of the procedure.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint. The unit was tested on a system and failed normal mode because error 25742 was triggered. All switches were observed and there was no fluid intrusion. The axes controller spar cannula (acsc) flat flex cable (ffc) was replaced, but the error still occurred. The ffc had dings and appeared to be pinched. The acs assembly was replaced and the error went away. The original acsc was reinstalled and the error returned. The unit was tested on the psc fixture test platform (pftp) and passed lissajous, sensor check, since cycle, direction, carriage strength, friction, check cannula and carriage strength tests. The unit failed insertion buttons tests on the port clutch button.